Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
During an interview sales consultant reported having knowledge of revision due to post-operative screw breakage. Sales consultant does not recall origin of info, contacts, part number or any additional details.